Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after running out of insulin overnight, reaching a glucose of 394 before performing a supply change and returning to range; breathing and swallowing felt difficult in the setting of existing sinus issues and were perceived to worsen with the hyperglycemia. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews with the user and analysis of information provided by the user/third party. Investigation of this case revealed insufficient information to identify a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.